Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle helical tipless stone extractor. It was reported that devices had failed during flexible ureteroscopy procedures. The shape of opened devices were not basket-like => 2 wires stick more less together. As a result, the catch of a stone was impeded. The issue occurred for 7 different patients during the past weeks. The patients reportedly experienced no harm as a result of the issue. Investigation - evaluation: a document-based investigation was performed including a review of manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Of the 7 related complaints reported for this issue, only 1 was returned, the device for manufacturer reference 328487. This investigation was completed based on the analysis of that returned device. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device for manufacturer reference 328487 was found to have a basket that open and could not be closed. Damage to the device was noted, with the distal end of the basket sheath being smashed and the basket wires deformed. It was reported that this same issue occurred 7 times, with only one device returned. The appearance of the returned device indicates it was inadvertently damaged during use. It is possible that procedural factors such as patient anatomy, size/location of the stone, or user technique caused or contributed to the damage. There was not enough evidence/information available to determine the cause of the damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2021. The device was tested prior to use in an uncoiled position. A laser was not used. The handle was in a straight position. The user did not attempt to close the basket prior to removal from the tray. Another device was used to complete the procedure.

Manufacturer narrative:
Customer (person)- country: (B)(6). Phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy, the basket of an ncircle helical tipless stone extractor did not open correctly. The shape of the basket was "not basket-like," and two basket wires were stuck together, impeding the device's ability to catch a stone. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.